Event description:
It was reported that before procedure, the physician found low energy. The procedure was completed with original device without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device was installed on 8/27/2024 and this event occurred over 1 year after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that before procedure, the physician found low energy. The procedure was completed with original device without patient complications.